Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump¿s escape and act buttons being hard to press and also had to change out battery more than 1 time every 7 days constantly. The customer¿s blood glucose level was unknown. Customer was assist with troubleshooting. Customer stated that the time clock did not advances. The customer was advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The device will be returned for analysis.